Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent, a reflex ultra wand tip bent down upon withdrawal from the patient´s turbinate and afterwards the tip broke off outside of the surgical field. Surgery continued without any delay; however it is unknown how was completed. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows the electrode has been broken off. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation could not be performed due to the broken electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site, or mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.